Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately 10 years following an intraocular lens (iol) implant procedure, the iol has fallen into the patient's eye probably by some physical impact. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the physician, who reported the event occurred due to the patient's weak zonules and the iol. A new iol was inserted and sutured in a secondary procedure. The patient has fully recovered.